Event description:
It was reported that the customer was dissatisfied with the performance of his glucose sensors. His blood glucose was unknown at the time of reporting. He stated the variance between blood glucose readings and sensor glucose readings caused threshold suspend episodes with his insulin pump. He also stated that he had tried troubleshooting in the past, still had issues, and simply wanted to discontinue use of the sensors. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.